Manufacturer narrative:
(B)(4). The el5ml device was noted to be in good visual condition with the jaws in the open position. The device had the trigger in the fully open position. The clip count indicator was noted to be fully advanced (fully orange). The jaws were open and with no clip contained within them. The jaws were manually closed and were visually inspected and were noted to be appropriately aligned, no misalignment was noted. The instrument was then actuated and properly fed a clip into the jaws. The clip was visually evaluated and no scissoring was noted. The clip appeared to have a gap above specification. Although the orange indicator was fully visible a clip was noted to be inside the clip track, which denotes an indicator system failure. Please note that the clip gap and the indicator failure are not related to the customer complaint. However, as there was no jaw misalignment that could have resulted in clip tip scissoring, the complaint could not be confirmed as we were unable to recreate the event. A potential cause for the clip formation observed during analysis, is accumulation of dried body fluids inside the shaft resulting in an incomplete feeding of the clip and causing the formation observed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment; during the manufacturing process one clip is evaluated on every device to assess proper clip formation. Additionally, five devices of the same lot were returned for analysis inside their sterile package and none was confirmed to have clip formation issues. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Ethicon medical director spoke to the surgeon and the following summary was provided: "the surgeon has been using the ligamax 5 for many years and solely uses this clip applier. The case was a routine laparoscopic cholecystectomy. Normal anatomy not inflamed. The surgeon does perform a cholangiogram but uses a separate clamping device (olson clamp) and not the ligamax device to occlude the cystic duct and hold the catheter in place. So ligamax was not utilized in performing the cholangiogram. The surgeon noted scissoring (¿breast cancer ribbons¿) intraoperatively when he fired on the cystic artery (perhaps 2 malformed clips) that he removed and replaced. He then removed the device out of the patient and fired the device on the back table where there was no scissoring. He asked for another ligamax device. He then utilized this device to complete the case. He places 2 clips on the patient side and 1 on the specimen side and did not note any malformation on these clips. He did not apply any significant torque or forces when firing the device. He preloads the clip and did not fire on a hard object (eg clip). The case was completed. Two days later the patients hematocrit dropped significant and he was symptomatically anemic (dizzy). The patient was transfused an unknown amount of blood. An arteriogram approx 48 hrs post op and no active bleeding was noted. The surgeon did note that both clips were on the cystic artery but he noticed that the clips were scissored (again breast cancer more slight though than the ones identified and removed intraoperatively). The cystic duct clips appeared normal. He is suspicious that this was the cause of bleeding. Patient is discharged 1-2 days later and is doing well and expected to recover fully." The involved device was not returned. Five sterile devices of the same lot were returned and they were found to be fully functional during testing.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What structure was the device fired across? Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Was the device used for a cholangiogram? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired on the patient side and specimen side? Is the surgeon attributing the scissoring clips to the post op bleeding? What was done to address the bleeding? Was a reoperation required? If so, were the clips found to be on the duct? What was the shape of the clips? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? Is the patient expected to have a full recovery? Patient¿s sex, age, and weight? How long has this surgeon been using this device? Is the x-ray a frontal or lateral view? Is the x-ray available for ethicon to review?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip scissored when fired. The device was fired a second time and that clip scissored as well. The surgeon removed the device from the patient and fired it on the back table. On the back table the device performed as intended. The device was then used to complete the procedure. Post-op, there was bleedings. On the x-ray, the clip looks as if it is scissored. During the procedure, there were no unusual noises or crunches heard during firing. The patient is currently in stable condition.